Event description:
A medtronic ent rep reported, the doctor felt 3mm inaccurate during navigation of the endoscopic removal of a tumor in the orbital cavity. The doctor felt accurate when he touched the facial anatomy but when in the orbital cavity navigation showed the probe was in the brain. This issue occurred when he was using the tri-cut blade specifically. The procedure was completed with the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Pt identifier was not available from the site. It was reported in the pt's face was swollen and it was uncertain if it was the same amount of swelling as when the CT scan was taken. The pt also had excess adipose tissue which could lead to skin movement during tracing registration and thereby less than optimal anatomy to scan matching in the software algorithm.